Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure was a dhs insertion, the screw had been inserted into the patient as per standard technique. The plate was then attempted to slide over the screw as per technique and would not fit. The screw was replaced with another of the same code, and the plate replaced with another of the same code and the procedure was completed with no further complications. I am unsure of the date of surgery, but the complaint was made known to me on. I have collected the original implants in question and there seems to be a manufacturing defect in the barrel of the. No patient harm and very short delay to the procedure. This report is for (1) dhs/dcs-scr ø12.5 l90 sst. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a device history record (DHR) review was conducted: part # 280.900s, lot # 390p476, manufacturing site: balsthal, release to warehouse date: 29.oct 2021. A manufacturing record evaluation was performed for the finished device 280.900s lot number 390p476, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 - codes updated to imdrf codes. Background: complaint: the procedure was a dhs insertion, the screw 280.900s had been inserted into the patient as per standard technique. The plate 02.224.224s was then attempted to slide over the screw as per technique and would not fit. The screw was replaced with another of the same code, and the plate replaced with another of the same code and the procedure was completed with no further complications. I am unsure of the date of surgery, but the complaint was made known to me on 15.12.21. I have collected the original implants in question and there seems to be a manufacturing defect in the barrel of the 02.224.224s. There was no harm to the patient and only a very short delay to the procedure. I do not have any patient information as the account are not willing to release this. Visual inspection: the dhs/dcs-scr ø12.5 l90 sst (p/n: 280.900s, lot number: 390p476) was received at juarez pal. Visual examination did not find anything indicative of a product defect. Functional test a functional test to assemble the returned lcp dhs-pl 135° 4ho l92 standbarrel sst with the returned dhs/dcs-scr ø12.5 l90 sst was conducted. It was not possible to assemble the devices. Dimensional inspection: dimensional inspection was performed for the design of device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was not confirmed for the received device. The investigation determined the plate hole of the mating device was not confirming, the complaint condition can not be traced to the screw being out of specification as confirmed by the dimensional inspection conducted. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review - part # 280.900s, lot # 390p476, manufacturing site: balsthal, release to warehouse date: 29.oct 2021. A manufacturing record evaluation was performed for the finished device 280.900s lot number 390p476, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.